Event description:
The customer reported to vyaire medical that the vela ventilator alarmed vent inoperable while connected to a patient. The customer confirmed that the patient was removed and bagged while the unit restarted, the patient was placed back on vent and the error occurred again, the patient was then put in a different ventilator and the unit was taken out of service. There was no patient harm was associated with the reported event.

Manufacturer narrative:
The suspect device/component has not been returned for evaluation. Therefore, no root cause could be determined yet. However, the customer requested for a quote for the units and issues provided. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.